Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 154 mmol/l. The repeat na result on a different c 501 module was 141 mmol/l. The initial k result was 5.97 mmol/l. The repeat k result on a different c 501 module was 4.3 mmol/l. The initial cl result was 79.8 mmol/l. The repeat cl result on a different c 501 module was 104.6 mmol/l. The initial results were reported outside of the laboratory. The physician questioned the result and requested the repeat testing. The field service engineer (fse) found that a patient was treated based on a high k result. The initial k result was 6.0 mmol/l and the repeat result was 4.3 mmol/l. The field service engineer stated of the 50 reruns there were approximately 25 patient samples that needed to be corrected. There was no adverse event. The na, k, and cl electrode lot numbers and expiration dates were not provided. The customer stated that they had been having issues with na, k, and cl along with error messages. The calibration and qc were acceptable. The fse found the ise sipper probe tubing was disconnected. The fse examined the c 501 and replaced the tubing. The fse cleaned and activated the ise block. The calibration and qc were acceptable. The investigation determined that the service actions resolved the issue. There were no further issues after the service visit.